Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Unknown. Placeholder.

Manufacturer narrative:
(B)(4): the product development evaluation reports, the returned complaint part reduction forceps with serrated jaw, large handle, soft ratchet was received with one jaw broken approximately 8 teeth from the tip of the jaw. The area where the jaw broke appears homogenous but there is staining approximately 2mm deep in the area where the break appears to have begun. The use of the device is defined in pediatric lcp plate system technique guide j10857-a, the synthes pediatric lcp system is indicated for fixation of fractures (including pathologic and impending pathologic fractures) and ostoeomies of the femur in infants, children, adolescents and small statured adults. Review of the reported complaints for broken jaws indicates that exceeding the load capacity of the instrument is not an isolated event. The compression load applied to this hand-operated instrument is dictated by forces exerted by the user and is not limited by the design.

Event description:
A pair of reduction forceps were found broken in central sterile processing. The device was discovered with a broken tip. The event is not related to any specific patient or case. This is report 1 of 1 for (B)(4).